Event description:
Upon completion of thrombolysis of left upper arm graft, physician observed fogarty balloon would not deflate while within graft and vessel. Following multiple attempts, graft was partially deflated and withdrawn. Procedure concluded uneventfully and no further complication was reported.